Manufacturer narrative:
One 931hf75 catheter with an attached monoject 1.5cc limited volume syringe and a non-edwards injection site were received for examination. The balloon had a rupture approximately .18" in length in the central area. Edges of the latex appeared to match up at the ruptured site. Per edwards IFU, "to avoid damage to the pulmonary artery and possible balloon rupture, do not inflate above the recommended volume". All through lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body or returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that three separate balloons ruptured after insertion via introducers. The fourth catheter was placed and worked successfully. Two of the balloons ruptured after being placed via a left subclavian introducer that was placed immediately prior to the insertion of the catheters. The third balloon ruptured after being placed via right internal jugular introducer that was placed following the unsuccessful deployments of the left subclavian. The fourth catheter placed was successful via the right internal jugular introducer. It is not known if there were any problems during the insertion of the two introducers. The introducers were discarded. It is not known if there were edwards introducer or not. Further follow up indicated that is was not known if there was any missing latex.